Event description:
Laparoscopic cholecystectomy tray opened contents list noted "1 cn gauze/sponge xr 10ea/pk." Surgical tech and rn counted only 9 raytec sponges in package during initial count. All 9 raytec sponges removed from operation room. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.